Event description:
It was reported that during the laparoscopic appendectomy, the device was loaded incorrectly and when it was fired, the tissue was cut but not closed. The surgeon made a mini laparotomy and repaired the opening. The pt is doing fine.